Manufacturer narrative:
Bci cts (customer technical support) assisted the customer with troubleshooting. Cts advised customer to fill the water reservoir and if waste exit sump would drain. The customer stated that after filling the water reservoir to half, the waste exit sump drained and the issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the water reservoir was not filling and the waste exit sump was not draining. No injury was reported.